Event description:
It was reported while during use with 10 bd ultra-fine¿ 4mm pen needles the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: faulty needles.

Manufacturer narrative:
Investigation summary: DHR was reviewed and there were not any qns or other events that could be related to this complaint. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No samples were returned for further investigation. Based on investigation above, the certain cause cannot be concluded at the moment. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode.